Manufacturer narrative:
Service was dispatched to the site for this incident. The field service engineer (fse) replaced the entire guide mechanism on the total protein module. Performance was assessed per established procedure, and the unit was returned into service. The repairs appear to have addressed the issue.

Event description:
The customer reported that, while they were troubleshooting the unicel dxc 800i synchron access clinical system, they lifted the total protein module and the locking mechanism failed to hold the module up. The protein module dropped, contacting the modular carcinoembryonic antigen (ceam) detector of the instrument as it fell. There was no human contact during this event. There were no injuries and no medical treatment was sought or required.